Event description:
Dealer alleges the hublocks on the solara3g wheelchair are not holding like they should causing the chair to roll back when patient is transferring in and out.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.